Event description:
Reportedly, valve explanted at implant due to hair like particulate found on valve. Another edwards valve was implanted in its place. No further information provided.

Manufacturer narrative:
Device not returned.